Event description:
The customer reported a rapidly depleting battery. There was no adverse impact on her blood glucose level reported. Task team calculated the battery depletion rate, but the customer declined troubleshooting and no further actions were taken; cts was instructed to close the case.